Event description:
It was reported during the implant procedure that the physician could not tighten the setscrew down far enough to secure the lead in the device header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however a visual inspection revealed the setscrew was loose/detached.